Manufacturer narrative:
The complainant returned the device for evaluation, which is still in process. Based on the initial reporter's description, however, it appears the device may have been affected by the same master pump mis-calibration as some of mmdg's other products. A firm conclusion is not yet available, as it will depend on the results of the product evaluation. While investigating a separate pump calibration-related complaint, mmdg discovered that its "master pumps" (kept in the lab and used as a calibration reference) had a calibration shift of up to 6.8% (nominally +3%). When an affected master pump is used to calibrate production and serviced pumps, this calibration shift could lead to over delivery of fluid beyond the label claim of +5%. Mmdg is recalling all curlin 6000 and painsmart pumps manufactured between march 18 and november 6, 2015, as well as all curlin 4000 and all curlin 6000 and painsmart pumps that were recalibrated during servicing between march 18 and november 6, 2015. These pumps will be recalibrated at mmdg.

Event description:
The initial reporter stated: "overdelivering". No other information was provided. No patient involvement was reported. (B)(4).